Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a very malleable thread. The anesthesiologist had to try it 3 times because it even folded together with a wire tube. There was no reported patient involvement or outcome.